Manufacturer narrative:
The returned insert was evaluated stereomicroscopically. Pitting and abrasive wear were observed in the proximal articulating areas and damage was found on the distal surface. The presence of pitting on the articular surface may indicate that there was third body debris present in the articular space.

Event description:
It has been reported that a revision surgery was performed due to infection. Information on when the revision was performed and the part/lot numbers involved has not been provided at this time.